Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [07/28/2014]. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud¿s phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and raynaud¿s phenomenon.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area" with no form of surgical treatment or reoperation mentioned. Additionally, healthcare professional reported rupture. Side unspecified, this record represents the left side; device remains implanted.